Event description:
The customer reported that while running an hepatitis surface antigen assay, summit sample handler did not pipette the correct volume of one of the controls and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-02680-06.